Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual evaluation that the ligator housing was returned with one band in it, several teeth were damaged, and the handle does have evidence that the trip wire was secured. Additionally, two bands were broken. No other problems with the device were noted. The reported event of band unable to deploy was confirmed. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands, and the remaining bands could not be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bend on this ligator housing tooth affected the band deployment. The same force used could have also made the bands get damaged, as seen on the product analysis, making them unable to be used under this condition. Therefore, the most probable root cause of this complaint is adverse event related to procedure.